Manufacturer narrative:
Section a4: patient weight was not made available. Section b3: event date is estimated. Section d6b: the explant date is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs system was explanted and replaced with a competitor system (boston scientific) in (B)(6) 2023. The exact date and reason for the system explant is unknown. The patient noted the system was not working for them properly however it was not specified what issue the patient was having with their abbott system.